Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision procedure has occured so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported that patient underwent a hip surgery about seven years ago. Subsequently, patient allegedly suffers from difficulty walking and pain, severe calcification around the hip and elevated metal ion levels. No revision procedure has been performed to date. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.